Event description:
It was reported that a patient underwent gynecological procedures on (B)(6) 2006 and (B)(6) 2007. A sling was used on an undefined date. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-00321. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). It was reported that the patient had first mesh implanted on (B)(6) 2006 and later developed incontinence, urethral laceration, lower back pain in which the patient was needing a wheelchair. On (B)(6) 2007 the patient had first mesh removed and second mesh implanted. No information on what mesh was implanted on specific dates. Also reported was patient underwent a third surgery to have a monarc sling implanted on (B)(6) 2008.